Manufacturer narrative:
Service reviewed the logs for this event and believe that the actual affected device is the quantum power supply or the frame. Device to be investigated on return to hq.

Event description:
While on bypass, the arterial flow probe/bubble is intermittently going offline. The occluder was swapped yet the issue continued happening.